Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s pump would not power on after the user turned it off, and the charger showed no indicator light despite trying multiple outlets and confirming no visible damage or loose connections; a replacement charger was arranged and basic troubleshooting and education were completed. No clinical symptoms or injury reported during the event. Outcomes included no health impact and shipment of replacement supplies. Customer provided support that included reviewing user-reported troubleshooting steps and environmental checks. Investigation of this case revealed a suspected charger or power supply malfunction preventing device charging, with no evidence of external damage or improper use. It was concluded, based on previously established findings for similar reports, that the cause was a probable component failure of the charging system.